Event description:
Reporter states the end user heard noises when the chair was tilted completely back. It sounded like teeth missing in the actuator. In 2001 chair was titlted all the way back when it collapsed forward. End user states that this caused back and neck injuries.